Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited an out-of-range shock impedance measurement of greater than 125 ohms. The daily measurements varied, with readings of 100, 80, >125, and 57 ohms. A guidant technical services consultant discussed a possible loose setscrew or a seal plug issue where body fluid was coming in contact with the df-1 pins. The patient was scheduled to be evaluated with non-invasive programmed stimulation (nips) testing. The patient was brought into the lab and a high energy shock was administered, with a shock impedance measured 43 ohms. There were no patient symptoms reported with this clinical observation.